Event description:
It was reported under MFR # 2916596-2018-04353 that the patient had a driveline infection for which they underwent an exit site revision on (B)(6) 2018.

Manufacturer narrative:
The evaluation of the returned portion of driveline did not confirm an issue that could have contributed to the events captured in manufacturer report number 2916596-2018-02788. A distal end driveline repair was performed by a technical services representative. The approximately 25" segment of driveline replaced by technical services was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. Following the repair, no alarms were reported and the patient was placed on a grounded patient cable. The patient was to be monitored for a brief period before being discharged home. The patient remains ongoing on the device and no further events were reported until MFR # 2916596-2018-04536. The hm ii lvas IFU and patient handbook contain information on caring for the driveline. All hm ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 2 years 5 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that a portion of the driveline did not show any evidence of damage from the prior pertinacious lead repair (covered in MFR report number (B)(4)). The surgeon exposed approximately 4 more inches of driveline and requested another percutaneous lead replacement be performed. Additional information given on (B)(6) 2018 stated that the manufacturers technical services representative was onsite (B)(6) 2018 for a driveline repair. There was about 4 inches of driveline exposed after the patient had the driveline revision. There was noticeable shield breakdown right at where the velour starts and the repair was performed above that area of concern. The patient was placed on a grounded patient cable after the repair and the alarms did not return. The patient will be monitored for a short while then discharged if no more alarms occur. There is not a log file for review due to the center not having a card reader at the moment. The history was reviewed onsite and did not capture any low speed or pump off events while utilizing the no ground cable.